Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of helix would not retract was confirmed in the laboratory. Too many revolutions while extending the helix resulted in inner coil becoming over torque. The inner coil collapsed causing damage to insulation followed by shorting the coils.

Event description:
It was reported that the lead exhibited unacceptable thresholds. The lead was explanted and replaced.